Event description:
Event description guidant received information that this transvenous defibrillation lead was exhibiting noise and oversensing on the rate/sense and shocking channels resulting in pacing inhibition. The noise could be reproduced with valsalva maneuvers. It was also reported that this lead was exhibiting low amplitude r-wave measurements and a continuous increase in the shocking impedance trend. No adverse patient symptoms were reported.